Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B) (6), 2010.according to the complainant, during the procedure, when forcep jaws were opened to obtain a biopsy, it was noticed that the needle was bent. The jaws were closed and the entire device was removed from the patient. No visible damage to the packaging of the device was reported. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, when forcep jaws were opened to obtain a biopsy, it was noticed that the needle was bent. The jaws were closed and the entire device was removed from the patient. No visible damage to the packaging of the device was reported. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the device exhibited a bent needle. Functionally, the device jaws would open, but would not close properly due to the condition of the bent needle. The condition of the returned incident device was confirmed; bent needle. The most probable root cause is undeterminable, since it is unknown whether the customer introduced the device into the scope correctly and in the closed position. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.(B) (4).